Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was unknown. The customer stated that the numbers were ramping or the scroll bar moving down with no input from the user. The product will be returned for analysis.

Manufacturer narrative:
The enter and down keypad buttons were not working. Per visual inspection there were traces of corrosion on the keypad traces underneath the buttons. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The thin plastic strip located above the lcd display is missing.